Event description:
It was reported by the customer, the up/down knob on the evis exera ii colonovideoscope had low/reduced angulation and the insertion tube had a wrinkle and discoloration. The issue was found during reprocessing. The user had followed the process for reprocessing the scope. No patient harm reported. During the evaluation of the device, it was noted yellow dirt had clogged the nozzle due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunctions of the clogged nozzle with yellow dirt due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue of the low/reduced angulation was confirmed. Due to the wear of the angle wire, the play of up/down/right/left knob was out of the standard value. Due to the wear of the angle wire, the bending angle in up/down/right/left direction did not meet the standard value. Due to the wear of the angle wire, the neutral position of the angle knob was out of the specified position. The light guide lens had a crack. The plastic distal end cover was dirty and had a burn. The adhesive on bending section cover was detached and had clotting protein. The connecting tube was sticky, discolored, scratched, and had a wrinkle. The image guide protector was shaved. The forceps channel port, grip, right/left/up/down knob, control unit, switch box, and s-connector were dirty. The protector of the universal cord on the s-connector side, the universal cord, s-connector, and light guide cover glass had a scratch. The universal cord had discoloration and a dent. Due to damage on charge-coupled device unit, the image had black dots. Due to a burn on plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value. Due to clogging of nozzle, the amount of water contact, the water removal ability, and water supply volume did not meet the standard value. Due to clogging of the nozzle, no air was fed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the nozzle was clogged with foreign material, such as adhesion matter from body fluid/chemicals used at the facility, due to improper reprocessing after the previous procedure. A definitive root cause cannot be identified. User can properly detect the suggested event by handling device in accordance with the following instructions for use (IFU) statement and items: ¿·operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function¿ user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU statement and items: ¿·reprocessing manual_ cleaning, disinfection and sterilization procedures -precleaning_ warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. - flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. -manual cleaning_ clean the external surfaces *immerse the endoscope in the detergent solution. * with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned -flushing detergent solution into the air/water channels -removing detergent solution from all channels -presoak for excessive bleeding and/or delayed reprocessing after each procedure¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Corrected data: on initial report 8010047-2022-02409, aware date is january 12, 2022.